Manufacturer narrative:
A product investigation is in progress.

Event description:
It (tampon) started to break off... Some cotton inside- vagina [foreign body in reproductive tract]. Started to break off as I would pull out the tampon [complication of device removal]. Started to break off [device breakage]. Case description: consumer reported via email that the tampon started to break off during removal. No serious injury was reported.

Event description:
It (tampon) started to break off... Some cotton inside- vagina [foreign body in reproductive tract]. Started to break off as I would pull out the tampon [complication of device removal] started to break off [device breakage]. Consumer reported via email that the tampon started to break off during removal. No serious injury was reported.

Manufacturer narrative:
(B)(6) 2021 product investigation results: no manufacturing cause identified based on investigation.